Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, the screw would not engage with the augment to the femur. It was attempted a second time by the surgeon and the screw would still not engage. The screw was then inspected and it was discovered that it was not threaded properly. Another device was opened and a different screw was used. There was a twenty minute delay due to the functionality of the device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lcck femoral size e left pn00599401591 ln63409442, prc agmt block dist sz e 5mm pn00599003510 ln62925234, stem extension sharp fluted long 11mm dia x 130mm length (combined length 175 mm) pn00598801611 ln37217100, tibial half block augment tapered precoat with screws size 3 left lateral/right medial 15 mm thickness pn00598800338 ln63637917, tibial half block augment tapered precoat with screws size 3 left lateral/right medial 15 mm thickness pn00598800338 ln62185096, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using pn00598003701 ln63628606, tibial half block augment tapered precoat size 4 15 mm thickness right lateral/left medial with 2 screws pn00598800428 ln62086580, stem extension sharp fluted long 12mm dia x 130mm length (combined length 175mm) pn00598801612 ln62861002, prc agmt block dist sz e 10mm pn00599003520 ln63399207, articular surface with locking screw "size striped yellow/e f 23 mm height" pn00599403223 ln63024698, trabecular metal tibial cone, medium 31x31mm pn00545001331 ln63524888. Complaint sample was evaluated and the reported event was confirmed. Femoral augment screw was returned and evaluated. Visual inspection found the head was damaged at the hex feature, and the threads were bent, suggesting possible cross-threading. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Insertion angle and surgical technique may have contributed to the cross-threading and damage noted on the screw threads of the returned device; however, this could not be confirmed as it was noted that the surgical technique was followed and the surgeon is very familiar with these devices. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.